Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the device required the gas delivery engine (gde) to be replaced in order to resolve the reported issue. After gde replacement, the device was tested and returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that their avea ventilator was alarming "high fio2" (fraction of inspired oxygen) and was unable to resolve the issue. While the device was set at 80%, it was reading 88%, and while on 100%, it was reading 103%. The customer stated that there was no patient involvement.